Event description:
During the procedure, the physician used a wilson-cook fusion triple lumen needle knife papillotome. While making a cut on the patient's ampula, the needle knife broke and a portion detached. The detached portion was retrieved with forceps. No injury to the patient was reported.